Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet sustained a cracked screen that rendered the touchscreen unresponsive, and a replacement device was arranged while the user reverted to an alternative insulin therapy. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and no outside assistance. Investigation included complaint intake, review of user-reported photos, verification of device identifiers and shipping details, and logistics follow-up and inspection of the returned device. Investigation of this device revealed a physical damage event to the display assembly consistent with user-handling damage, with no indication of device alarms related to glucose levels and a single reported blood glucose value of 243 mg/dl that did not persist beyond 90 minutes and was expected to be corrected by standard dosing algorithms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device¿s screen.